Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe would not fit into the trocar during a surgical procedure. The laser probe was replaced to complete the procedure with no harm to the patient.

Manufacturer narrative:
No sample returned for evaluation. The 25 gauge illuminated flex curved laser probe, l/n was manufactured on february 28, 2018. There were 930 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).